Event description:
The MFR was notified that a pt in a foreign country was hospitalized for acute heart failure. During heart massage, the leaflets of the aortic cphv were observed to be stuck due to what was reported as vegetation in the hinges. The cphv was removed and replaced with a competitor's valve. The pt was last reported to be in good condition.